Event description:
A malfunction was reported concerning a pump that had a screen failure and would not turn on, but the caller managed to note the malfunction code prior to the screen going dark. There was no adverse impact on the customer's blood glucose level. Technical support did not provide reset information but planned to continue troubleshooting using a specific script designed for the pump display issue. The customer will use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery until the replacement pump arrived.